Manufacturer narrative:
(B)(4). The homechoice device was returned and evaluated by the product analysis lab (pal). An internal/external inspection was performed and the device passed. During the evaluation, the device failed the returned instrument testing evaluation (rite)electrical test due to ground bond failure, but passed the rite functional testing. The results of the evaluation could not determine a cause for the rite ground bond failure. A service history review revealed no indication that the parts replaced during servicing caused or contributed to this event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice device, a baxter technician determined the device failed the ground bond test indicating a high resistance value between the device and the ground bond on the power supply. No additional information is available.

Manufacturer narrative:
(B)(4). A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Internal and external inspection was performed and no issues were noted. The homechoice device received a returned instrument testing evaluation (rite) which included functional and electrical testing of the device. The device passed all functional testing. The rite ground bond test failed; however, it was determined that the ground resistance was only .022 ohms with no fluctuations which is a passing value and the device was within specifications. This is a false positive rite failure and the cause was undetermined. There was no device malfunction and no failure to meet specification related to ground bond testing. Should additional relevant information become available, a supplemental report will be submitted.